Manufacturer narrative:
The pump was received with cracked end cap, minor scratched display window, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker. The drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the side of the battery compartment is cracked. The customer also states the drive support cap is loose. The customer's blood glucose level at the time of incident was 303mg/dl. The customer was advised the pump would be replaced and returned for analysis.